Manufacturer narrative:
The reagent lot number was 857298. The expiration date was not provided. The field service representative discovered an overflow and performed adjustments. The investigation is ongoing.

Event description:
There was an allegation of questionable crp results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 0.706 mg/l. The sample was repeated, and the result was 0.751 mg/l. The sample was repeated on a non-roche (beckman adxc700 au) analyzer, and the result was 191.99 mg/l. This result was believed to be correct.

Manufacturer narrative:
After performing adjustments, the field service representative performed checks and tests with acceptable results. The investigation determined the service actions resolved the issue.